Event description:
It was reported that during a cystoscopy ureteroscopy procedure, the guide wire coating flaked off. A sensor .035 dual-flex str/150cm had been advanced to an unspecified location. During the procedure, flakes of the blue guide wire coating detached inside the patient. The fragments were observed in an unspecified ureteral location when being flushed. The procedure was completed with a different device. There were no patient complications reported.